Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info that pump will not turn on even after being plugged into a power source. There was no impact to the customer's blood glucose level.